Event description:
It was reported the patient ((B)(6)) experienced ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2016 and intraoperative testing of the lead showed no anomalies. The physician suspects a possible issue with the extension. Further surgical intervention may take place at a later date to address the extension.

Event description:
Follow-up information indicated additional surgical intervention was undertaken and the extension was explanted and replaced. Following the replacement, the patient reported receiving effective therapy.